Event description:
It was reported that a right atrial (ra) lead exhibited a lead impedance warning for low impedance. It was noted that the ra lead appeared to be undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.